Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer reported a touch screen failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement.

Manufacturer narrative:
G4: 23jul2020. B4: 27jul2020. The fse (field service engineer) evaluated the device and confirmed the reported problem. The fse replaced the touchscreen and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. The defective touchscreen was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the components (ul_lr and ur_ll) resistance and resistance ratio of ul_lr/ ur_ll being out of specification. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 07apr2020. B4: 08apr2020. The manufacturer's international service technician evaluated the device and confirmed the reported problem. They also found that the oxygen concentration accuracy test was inaccurate. No product was returned for evaluation. The determination could not be made that the device failed to meet the specifications. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.